Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6), 2010, the patient's wife/reporter contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (meter does not turn on). The patient manages his diabetes with oral medication. The power issue began approximately two months ago (unspecified date and time). On the day of concern, the patient reportedly developed symptoms described as "felt shaky and not well" after the power issue began. The patient was tested on an emergency medical service meter at the time of concern and received medical intervention with IV glucose at the hospital. The reporter was not able to provide a numeric values obtained on the ems meter. During troubleshooting, the csr noted that the battery needed to be replaced based on the information the patient provided. There was no evidence of product misuse. The patient did not have a replacement battery. This complaint is being reported, because the patient reportedly received treatment for hypoglycemia after the power issue began. Replacement products were sent to the patient.